Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history did not indicate a lot-specific quality issue. A definitive cause for the reported difficult to remove gripper line could not be determined in this incident. The single leaflet device attachment appears to be due to the difficult gripper line removal. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the resistance with gripper line removal and the single leaflet device attachment (slda) of the second mitraclip. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was deployed without issue reducing mr grade to 3. During use of the second mitraclip, resistance was noted with the gripper line removability and during removal of the gripper line. While the gripper line was being removed, it was noted that the anterior medial leaflet slipped out of the second mitraclip. A third mitraclip was implanted to treat the slda clip and further reduce the mr to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.